Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged, the battery cap was unable to properly secure to the pump, the yellow o-ring of the battery cap was visible, and the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: a review of the pump black box showed pump reboots occurred. A visual inspection of the pump revealed the battery compartment was cracked and the threads inside the battery compartment were stripped. The returned battery cap was stripped. The returned battery cap and test cap were unable to fit securely to maintain an electrical connection; power loss and reboots were duplicated. The battery cap contact height and width measurements were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.